Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to crush a 12-15mm stone. However, when the physician applied pressure during handle manipulation, the handle cannula broke and a stone was entrapped inside the basket. In an attempt to release the stone, the physician then tried to pull off the plastic sheath and tried to pull the metallic wire. The physician used a cre balloon catheter to dilate the papilla and was able to remove the basket. They were unable to remove all the stones from the bile duct. A plastic stent was then placed in the biliary duct. There were no patient complications reported, but patient is scheduled to return in the health care facility to retrieve the stones left.

Manufacturer narrative:
(B)(4).